Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately two month ago. There was a type ii endoleak that was not treated. It was reported that the patient had a fever of 103 degrees one day post operatively. The patient was treated with medication. The investigator indicated that the fever was not related to the device and was not reported if it was related to the procedure. The fever was resolved with medication. The investigator assessed this event to be not device and it was not reported whether it was procedure related. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4).